Event description:
Spoke with patient for pump solis. Patient with patient's son on the back line stated patient's getting alarm message downstream occlusion, clear occlusion between pump and patient. Patient stated both pump are reading the same alarm. Patient confirmed she change the tubing, cassette and used alternative pump but still getting the same alarm message. Went over the corrective action per pump manual with the patient for the alarm, but patient's son confirmed tried all the steps to change tubing and cassette. Patient was advised by nurse to go to the nearest hospital to get the intravenous site checked since occlusion alarm is coming with both pump changes and despite the tubing and cassette change alarm still going on. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial numbers (B)(6) and (B)(6). Did the reported product fault occur while in use with the patient? Yes did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? N/a is the actual device available for investigation? Unknown did we replace device? No did the patient have a backup device they were able to switch to? No, was alarming also if yes, was the patient able to successfully continue their infusion? No is the infusion life-sustaining? Yes what is the outcome of the event? Resolved? Ongoing? Unknown, patient went to hospital for line check.